Event description:
A customer reported that ophthalmic cannula was would not flush during setup. The surgery was completed on the same day after replacing with another product. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened, cystitome and cannula, in a box, in a blue body and lid was received for the report of will not flush. Sample was visually inspected and found to be nonconforming, foreign material covering the ID of the cannula in the hub end. Sample was sent to particle lab for analysis and was found to best match epoxy resin. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue of clogged needle. The particle analysis found the foreign material best match to be epoxy resin. The cannula assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the epoxy resin in the cannula ID in hub end is related to the supplier¿s manufacturing process. An investigation has been initiated in order to further investigate the foreign material in the cannula ID. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).